Event description:
The customer returned the device stating, ¿there was a software error code.¿; during device evaluation it was found the downstream occlusion (dso) seal was delaminated. Patient involvement was unknown.

Manufacturer narrative:
Device evaluation: the customer reported problem of ¿there was a software error code¿ was confirmed through device power up, software download. The cause was a printed wiring assembly (pwa) board. Further investigation found the downstream occlusion (dso) seal was delaminated. The pwa and dso were replaced. The device passed all testing criteria after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.